Event description:
Steris corporation sponges used for cleaning endoscopes catalog# 2d92qh revital-ox d-sponge crumbles and falls apart while being used to clean olympus and karl storz flexible endoscopes, probes and other similar surgical reusable medical devices. These particles can enter channels during rinsing and are visible during borescope inspections. This leads to repeated cleaning, flushing and re-inspection to ensure endoscope channels are particle free prior to high level disinfection.